Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging to develop pneumonia, development of copd and bronchitis. No medical intervention was reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 email address which was missed in previous report was captured. Section g1 updated. Section h6 health effect - clinical code added in this report. Section h6 type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia and development of copd. It is unknown what type of medical intervention was required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.